Event description:
It was reported that the implant at tooth site #22 was removed due to bone loss.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: last name unknown / not provided.